Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: crack glue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: hanging fiber at metal seam that connects to biopsy and start of inner channel inside insertion tube on control section, due to kink in channel the most probable cause of the crack glue is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the duodenovideoscope had hanging fiber at the metal seam that connects to the biopsy and the start of the inner channel inside the insertion tube on the control section. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.